Event description:
A vision 3.5 x15 mm stent was first deployed in the proximal rca. The vision 3.0 x 23 mm stent was advanced through the first stent to the lesion in the mid rca, but it was realized that the stent was too short for lesion. The stent delivery system (sds) was removed, but the stent became stuck inside the deployed stent and dislodged from the sds. Another co's 1.5 x 20 balloon was used in an attempt to retrieve the stent, but the balloon marker and a portion of the balloon separated and remained in the artery. The pt underwent bypass surgery, but no further attempts wre made to retrieve the dislodged stent or balloon material; therefore, they remain in the pt.